Event description:
It was reported that during an unk procedure, the device fired before the clip would close and then the handle was difficult to open. No pt consequence was reported.

Manufacturer narrative:
The analysis results confirmed that devices a and b were received in good visual condition. The instruments were returned inside their sterile package. The instruments were cycled, fed and formed the clips within manufacturing specifications. The jaws opened and closed as intended during analysis. The instruments locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.